Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The valve got fully re-sheathed 1 time due to implant being too high. The final implant depth at non-coronary cusp (ncc) was 4.69mm and left coronary cusp (lcc) was 4.21mm. The patient developed a left bundle branch block (lbbb) post procedure and a temporary pacemaker was implanted. The lbbb was resolved the following day and the patient was then discharged. On (B)(6) 2025, a second degree atrioventricular block was observed. Patient was then admitted to the hospital and the EKG noted first degree heart block and lbbb. The patient then had a pacemaker implanted and was discharged.